Event description:
The pt was being wheeled from shower area to his room. The pt leaned to the side, the bath chair latch bent on the frame and the pt fell to the floor. The pt had a laceration to the head. The pt was sent by ambulance to the ER for evaluation. Returned to facility for monitoring and abrasion care.